Event description:
A physician reported that his dell x5 handheld device was freezing all the time on different screens. The physician stated that the handheld works better when the flashcard is removed so, he has been using the handheld without the flashcard. This issue has been ongoing for six months per the physician. A replacement handheld was sent to the physician and attempts for product return of the handheld in question have been unsuccessful to date.